Event description:
It was reported that when a patient was trying to reposition themselves on the bed they put their feet on the brake lever which disengaged the brake causing the patient to allegedly fall. The patient was found on the floor and reportedly sustained a cervical fracture, head hematoma and left elbow laceration. The patient¿s hospital stay was lengthened due to injury, but was eventually discharged with a c-collar in place. No surgical intervention was required. The user facility is not alleging any malfunction with the unit.

Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which did not allege any product malfunction. Customer performed evaluation.

Event description:
It was reported that when a patient was trying to reposition themselves on the bed they put their feet on the brake lever which disengaged the brake causing the patient to allegedly fall. The patient was found on the floor and reportedly sustained a cervical fracture, head hematoma and left elbow laceration. The patient¿s hospital stay was lengthened due to injury, but was eventually discharged with a c-collar in place. No surgical intervention was required. The user facility is not alleging any malfunction with the unit.